Manufacturer narrative:
An investigation of the reported condition was performed. A device history review (DHR) revealed no discrepancies that may have contributed to this reported issue. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. A sample consisting of one PICC catheter inside a generic plastic bag with two clear links attached in the catheter. The returned sample presented signs of use, blood residues. Under water testing was performed and a leak below the butterfly could be identified in the catheter. However, the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and cut below the butterfly was observed. The manufacturing site performs a 100% leak test and quality analysis (qa) in process inspection. Therefore, a leakage/cracked would be detected during these processes. The root cause has been determined as unintentional customer misuse excessive force, inappropriate use of cleaning agents, sharp o bjects, etc.). The catheter appears damaged by an instrument with sharp or rough edges during clinical use, resulting in a catheter cracked. Additionally the catheter was in use for an undetermined time without issues, which implies that the condition occurred after customer manipulation. It is important to consider that the instructions for use warn: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the defect found caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Per the event description, the catheter was cleaned with alcohol. Based on the available information this potential cause could not be discarded. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined time; therefore the most probable root cause can be considered as misuse; this defect was more likely damaged during use caused due to an inappropriate manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that a dual lumen peripherally inserted central catheter (PICC) sprung a leak. The nurse was ordered to pull the catheter back a cm because it was in too deep, and when she peeled off a small piece of steri strip, she noticed that there was fluid coming out of the side of the catheter. The catheter was pulled.